Event description:
Per the edwards lifesciences territory manager report, after the 26mm sapien valve was noted to have wide open central aortic insufficiency post deployment, a 2nd 26mm sapien valve was successfully implanted. Case summary: the tavr procedure was performed with a transapical approach. The surgeon had a very good angle with the 29 fr ascendra sheath with a very straight shot to aortic valve. The anesthesiologist could not get the blood pressure (bp) above 65/35mmhg pre-bav. The anesthesiologist gave epinephrine and several other meds to bring the pressure up but to no avail. The team tested the pacing successfully and got a good co-planar angle while this was going on. The team placed the bav across the annulus but then pulled the bav balloon back and waited for the bp to come up. At this point the team decided to see how the patient would respond to bav so they did the bav with bp at 65/32mmhg. After successful pacing capture and bav, the bp was at 80/42mmhg. The team decided to proceed with 26mm sapien implant in hopes that the bp would get better with the new valve. The sapien was deployed 50/50 without incident. It was a very good deployment, with no movement of the valve; however, the bp remained low (30/10mmhg) and CPR was started. The sapien valve leaflets were not moving and the tee showed no ef. The patient was placed on a bypass pump. Still there was no lv response. The pump pressure was believed to be too high at 5 liters and only getting back 1.5 liters. It was decided to drop volume in an attempt to get the ef up. At this point, when they stopped CPR the pressure went down to 0 with no ef. The sapien valve was noted to be opening and closing with each chest compression, but the pump would not allow the patient's bp to rise. It was thought that this was due to a flow issue but the team did not understand why the bypass circuit was not working. The patient was shocked multiple times during this process. CPR was continuous for over 30 minutes. The pump started to work and perfuse at some point and it was then possible to keep the bp at 60/30mmhg, which was the baseline bp when they started the case, but when they stopped CPR the bp dropped again and remained unstable; tee showed no perivalvular leak (pvl) but there was wide open ai. CPR was continuous through this process. The team decided to deploy a 2nd valve. When the new system was ready, they noticed the patient was finally responding to pacing and the bypass circuit, which was now only perfusing 2.5 liters, but it was working. A 2nd sapien valve was deployed 50/50 without incident. The bp rose to 100/45mmhg and the patient was removed from bypass without incident. The cardiologist reported that on the next day the patient was found to be responsive to high level commands and the labs were stable. The team of physicians was not sure whether the event was due to valve, but the patient responded favorably to the 2nd valve and the bp came up after the 2nd valve was deployed. As reported, 'in hindsight, anesthesia could not get the bp above 100 before the first pacing run and the physicians agreed that they probably should have either stopped the procedure or gone on pump before deployment of the 1st valve.' The patient was discharged and is doing fine.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the edwards sapien/rf3 training manual, aortic insufficiency and cardiac arrest are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Common etiologies for hypotension include dehydration, bleeding, severe organ inflammation, underlying heart disease and low ejection fraction, abnormal heart rhythms, and certain medications including general anesthesia. Tavr patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. This patient was reported to have a systolic pressure of 65 at the onset of the procedure, which may have resulted from anesthesia combined with decreased lv function. Intraprocedural cardiac arrest typically results from an abnormal heart rhythm (arrhythmia). Some other cardiac conditions that increase a patient¿s risk of cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, hypertension and low blood pressure. It is not clear if this patient's dysrhythmic condition resulted from a conduction system injury sustained during the balloon implantation process or an ischemic condition resulting from prolonged hypotension and low flow. In this case, the cause of the reported cai and cardiac arrest cannot be confirmed; however, per the report, the patient started to respond to pacing and the bypass circuit before deployment of the 2nd sapien valve, after which the patient continued to improve. It is possible that the patient's profound hypotension and low blood flow, in combination with procedural factors (e.g. Anesthesia, medications, rvp) may have caused or contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.